Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient stopped hearing with her cochlear implant system. Implant testing was done at the center. The results were reviewed by cochlear staff in 2007. The review confirmed that the results were consistent with receiver/stimulator malfunction. The patient's device was explanted six days later. A new device was reimplanted during the same surgery.